Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment. It is reasonable to assume that the lead was cut during the surgery. The conductor coil and insulation were found squeezed and damaged 37.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported bipolar lead failure. These damages probably occurred during the implantation procedure when tightening the suture sleeve to the lead body. Furthermore, the fixation helix was found bent, which most likely resulted from the explantation procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted and replaced due to lead failure. It was noted during explant that the insulation was breached because the suture was tied too tight. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 11-july-2024 and 10-december-2024 recorded the pacing impedance at 550 ohms with a decrease in the end of the recording period. The thoracic impedance rose gradually from initially from 60 ohms onto 95 ohms in the end of the recorded period. The analysis of the analysed iegm episode from 09-december-2024 confirmed the bipolar pacing failure. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 11-july-2024 and 10-december-2024 recorded the pacing impedance at 550 ohms with a decrease in the end of the recording period. The thoracic impedance rose gradually from initially from 60 ohms onto 95 ohms in the end of the recorded period. The analysis of the analysed iegm episode from 09-december-2024 confirmed the bipolar pacing failure. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.